Event description:
It was reported that this right ventricular (rv) lead was capped and surgically due to it presenting high capture threshold measurements. A new device was implanted. No additional patient effects were reported.